Manufacturer narrative:
A ge rep evaluated the system and found a loose pin on the camera connector. The ge rep repaired the connector and the system operates as intended.

Event description:
The customer reported, the system technique (kv/ma) ramped up to maximum during fluoro. No pt injury was reported.